Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was sticking and required multiple presses to elicit a response. The patient reported the ok button did not spring back and was hypersensitive. The patient stated the keypad was thin but intact with no visible cracks. The patient reported moisture exposure and corrosion noted in the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber was torn near the down arrow key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast keypad button was intermittently unresponsive and required excessive force to elicit a response. The ok key was hypersensitive and the up arrow and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under the contrast and down arrow key contacts and the ok key was found to be misaligned. A keypad leak was found during leak test.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.